Event description:
It was reported that, during an implant procedure, the device could not be interrogated just after the defibrillation threshold testing. A different device was successfully interrogated with the programmer. The doctor elected to implant a different device. Technical services advised to do a magnet reset for the first device. A magnet reset was successful, but the device still could not be interrogated. Technical services advised to return the unused device. There were no additional adverse patient effects. The device was not implanted.

Event description:
This supplemental report is being filed to provide additional information that the product was returned in the box with an intact sterile tray. This indicates it had not been implanted. The device is now undergoing analysis. It was reported that, during an implant procedure, the device could not be interrogated just after the defibrillation threshold testing. A different device was successfully interrogated with the programmer. The doctor elected to implant a different device. Technical services advised to do a magnet reset for the first device. A magnet reset was successful, but the device still could not be interrogated. Technical services advised to return the unused device. There were no additional adverse patient effects. The device was not implanted.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. The rf wake-up periods were monitored while the device was subjected to varying temperatures. The wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product was returned in the box with an intact sterile tray. This indicates it had not been implanted. The device is now undergoing analysis. It was reported that, during an implant procedure, the device could not be interrogated just after the defibrillation threshold testing. A different device was successfully interrogated with the programmer. The doctor elected to implant a different device. Technical services advised to do a magnet reset for the first device. A magnet reset was successful, but the device still could not be interrogated. Technical services advised to return the unused device. There were no additional adverse patient effects. The device was not implanted.